Event description:
It was reported that the user experienced a hyperglycemic event while using the ilet system and stated they had run out of insulin in the pump. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no hospitalization, no medical intervention beyond user-managed care reported, and no device alerts or alarms reported. Investigation included planned follow-up to collect blood glucose and event details. Investigation of this case revealed that the cause of the event remains unclear pending additional information and that no device malfunction or component failure has been reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.